Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a site change the user experienced sustained hyperglycemia with a reading of 340 mg/dl reported and later discovered the pump cartridge was empty; assistance was provided to change supplies, and the device reportedly issued high glucose alerts. Symptoms included elevated blood glucose with no reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included a review of the event details and user troubleshooting and education. Investigation of this case revealed hyperglycemia associated with an empty cartridge during a site change; the specific device cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.